Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced inappropriate antitachycardia pacing (atp) and inappropriate shocks. It was found that there was noise and oversensing on the right ventricular (rv) channel, resulting in pacing inhibition/failure to capture. The patient is pacemaker dependent, so the reported pacing inhibition resulted in asystole lasting greater than two seconds. It was suspected but not confirmed that the rv lead was fractured. The patient's implanted system was surgically revised. The rv lead was surgically abandoned and replaced. This cardiac resynchronization therapy defibrillator (crt-d) was also replaced during the same procedure due to normal battery depletion. No additional adverse patient effects were reported.